Event description:
It was reported that a motor stall occurred due to the patient having a magnetic resonance image (MRI). The pump was refilled. The pump recovered four hours later. There were no symptoms related to the event. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).